Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2000. The device was received for evaluation by the baxter product analysis laboratory (pal). Reviews of the device history record, service history log and the event history log were performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Internal and external inspections found no issues. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). There was nothing found during the device evaluation that would cause or contribute to the reported issue of patient death.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if the pt was on pd therapy at the time of death or if an autopsy was performed. Additional information was requested but is not available.